Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm and decided to replace the pump. Although no backup insulin therapy was available, the customer planned to contact their healthcare provider. Technical support instructed the customer on returning the problematic pump and provided a replacement, guiding them on preparing and connecting it for use.